Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 kit was missing lancets. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013 at 6:30 am. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 mins after the alleged issue she developed symptoms of feeling ¿hungry and dizzy.¿ the patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed there was no missing product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.